Manufacturer narrative:
(B)(4). The device was manufactured 03 feb 2017 - 04 feb 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing, underwater clear passage testing, and functional flow rate testing were performed with no issues noted. The reported issue was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not prime. The reporter stated that after spiking a liter of unspecified fluid, the fluid did not flow through the set. The check valve was not inverted and tapped, and the bag was squeezed to initiate flow. There was no patient involvement. No additional information is available.